Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending coronary artery. The physician attempted to predilate the lesion with the apex flex monorail 8mm x 1.5mm balloon catheter. However, on an unspecified inflation, the balloon ruptured at an unk number of atms. The balloon was removed intact from the patient. The procedure was completed with another of the same device. No post procedure complications were reported. And the patient status was reported as "good".